Manufacturer narrative:
Additional information: two (2) samples were received and the evaluation was completed. A visual inspection was performed with the naked eye which noted a missing shrouded connector tip protector assembly on both samples. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) capd disconnect y-sets had missing pull rings. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.